Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device, so the reported complaint could not be confirmed.

Event description:
It was reported that during patient use the ventilator generated a pressure sensor error. The patient was transferred to a different ventilator. There was no patient harm/injury reported as a result of this event.